Manufacturer narrative:
(B)(4). The customer reported that while attempting to pace a pt, they got error messages stating that no leads were attached and were unable to pace. There were no report of any negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that while attempting to pace a pt, they got error messages stating that no leads were attached and were unable to pace. There was no report of any negative pt impact.